Manufacturer narrative:
Additional information: the patient has a medical history of hypertension, hyperlipidemia, renal insufficiency, coronary heart disease and a previous peripheral revasc of the venous outflow. During the revasc to treat the anastomosis one pacific plus pta was used. During the revasc treat the in cannulation zone one inpact admiral pta was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Cec adjudicated event is not related to procedure, therapy or device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a revascularization procedure one medtronic standard pta was used to treat the anastomosis. During another revascularization procedure one medtronic standard pta was used to treat the in cannulation zone. Approx 10 months post first revascularisation and three months post second revascularization, the patient suffered respiratory failure and died three days later. The investigator and safety assessed the event as not related to the index device, procedure or paclitaxel.